Event description:
The customer observed imprecise, erratic quality control and patient results when architect clinical chemistry urea nitrogen reagent lot 97642un11, which had been previously recalled, was in use. The customer stated the initial architect result was questioned, therefore, the result was cross-checked with the dimension xpand method. The customer provided an example of the discrepant patient results as follows: sid (B)(6), architect urea nitrogen result = 5.6 mg/dl, dimension x-pand result = 135.8 mg/dl. The customer released the dimension xpand results to the medical provider. Due to the customer's patient confidentiality policy, there is no additional patient information available. There is no information which reasonably suggests that any adverse event occurred due to the unexpected delay of architect results.

Manufacturer narrative:
No consequences or impact to patient (B)(4); contamination during use (B)(4). The cause of the falsely negative or decreased clinical chemistry urea nitrogen results was due to visible particulate or visible mold in the reagent cartridges. Abbott issued a product recall letter to all customers with instructions to discontinue use and to discard/destroy any suspect cartridges and order replacement reagents.